Event description:
It was observed during the device inspection that the flex detectable videoscope exhibited peeling off of the adhesive part of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed objective lens adhesive peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, external factors and or user handling/mishandling. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection, 3.3 inspection of the endoscope olympus will continue to monitor field performance for this device.